Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter had an "apply sample" issue. The medical surveillance specialist was unable to contact the pt to obtain more information. The pt indicated that the alleged meter issue started on an unspecified date/time at the beginning of march. As a result of the alleged meter issue, the pt administered self-care by consuming less food/drink(s). On an unspecified date/time, a week after the alleged issue began, the pt claimed that he developed symptoms of blurred vision and shakiness. It would have been helpful to know the following information: the pt's testing frequency his medication and diabetes management regimens, what actions the pt took before and after the symptoms developed, and if the symptoms developed before or after the self-care was taken. In addition, it would have been helpful to know, if the pt attributed the reported symptoms to high and/or low blood glucose. The pt was not using a correct technique for applying blood samples to the test strips. The reported issue was resolved with troubleshooting. The meter, test strips, and control solutions were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury, a week after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.